Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter translated from french to english: "the pharmacy gendrin eric (dispensary pharmacy) has a syringe ref (B)(4) qty 1 lot 2340652 on which the graduations are badly printed or even erased." The customer noticed this 19/01.

Manufacturer narrative:
One sample of a 5ml eurographics syringe lot 2340652 was received and evaluated. The sample received in a sealed package is missing all the scale markings from the 2.0ml to the 5.0ml graduation lines including the bd logo. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 2340652 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
The pharmacy gendrin eric (dispensary pharmacy) has a syringe ref (B)(4) qty 1 lot 2340652 on which the graduations are badly printed or even erased. The customer noticed this (B)(6).